Event description:
It was reported that the patient experienced an adhesive issue as the infusion set fell off after two days of use. It was also reported that the patient experienced elevated blood glucose levels on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.